Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes have vacuum issue and is defective not filling up half way when drawing patients blood. Also one butterfly needle did not retract/closed. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have vacuum issue and is defective not filling up half way when drawing patients blood. Sm 367861 vacuum issue "the lavender edta tubes lot# 1288704 exp. Date 2-28-2023 suction is defective when drawing blood patients. This issue has happened multiple times with multiples patients starting on april 12, 2022- april 20, 2022 . Bd vacutainers push button blood collection kit lot# 2048042 manufacture item number 367342 lot# 2048042 exp. Date 2-29-24. Both of these products are defective and are a safety hazard for patients and staff. The tubes are not even filling up half way. Today (B)(6) 2022 we had the spring for the safety on one of our butterfly needles did nor retract closed.¿

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes have vacuum issue and is defective not filling up half way when drawing patients blood. Also one butterfly needle did not retract/closed. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have vacuum issue and is defective not filling up half way when drawing patients blood. Sm 367861 vacuum issue "the lavender edta tubes lot# 1288704 exp. Date 2-28-2023 suction is defective when drawing blood patients. This issue has happened multiple times with multiples patients starting on april 12, 2022- april 20, 2022. Bd vacutainers push button blood collection kit lot# 2048042 manufacture item number 367342 lot# 2048042 exp. Date 2-29-24. Both of these products are defective and are a safety hazard for patients and staff. The tubes are not even filling up half way. Today 4-20-22 we had the spring for the safety on one of our butterfly needles did nor retract closed.¿

Manufacturer narrative:
H6: investigation summary no customer samples and no photos were received in support of this complaint. Therefore, 10 retention tubes from the bd inventory were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.